Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain cycle six) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 00:31:24. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's prescribed fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The event history log showed no nonconforming product was found during sample analysis related to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.